Manufacturer narrative:
The bur guard was received for investigation but it was melted. The handpiece was also received and evaluated. Investigation results indicate that the expired bur guard used on the drill was not installed properly. Proper installation procedures and usage were discussed with the customer.

Event description:
It was reported that the bur guard melted on to the drill. There was no pt or user injury. The procedure was completed with other equipment.